Event description:
It was reported that during a low anterior resection, the trigger was difficult to press. After firing, the surgeon found the anastomosis was not stapled between 2 o'clock and 6 o'clock. Surgeon completed the case with hand suture. First post operative day, the anastomosis was fistulous and the surgeon had to make emergent treatment with reoperation.